Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. The parts were received in good condition with the expected areas of wear. The driving cap was sheared at the neck of the body where the threads meet. The threaded shaft from the driving cap was still lodged in the insertion handle. The driving cap threaded shaft measures to print at diameter 6.07mm. No conclusions can be made without seeing how the instruments were used during surgery. The driving cap may not have been seated fully when it was impacted or it may have been over tightened, causing the thread shaft to shear. This complaint is indeterminate. The evaluation was completed on (B)(4) 2012. Additional information was received (B)(4) 2013. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. The device was received, however, no evaluation is available.

Event description:
It was reported that during a tfn procedure for a hip fracture the surgeon was inserting the nail with the radiolucent insertion handle and driving cap. As the surgeon was impacting the drive cap broke off inside the radiolucent handle. Surgeon was finished inserting the nail and no pieces dropped into the patient. The procedure was completed with no further incidents. This is report 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).